Event description:
(B)(4). It was reported that following a percutaneous coronary intervention procedure, myocardial infarction occurred. On (B)(6) 2010, the patient presented due to stable angina and cardiac catheterization was recommended. Target lesion #1 was a de-novo lesion located in the ramus with 98% stenosis and was 2.6 mm long with a reference vessel diameter of 8.0 mm. This was treated with pre-dilation and placement of a 2.50 x 12 mm taxus liberte stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with retro-sternal pressure like discomfort radiating to right arm (treated with nitroglycerin) and had another episode of similar discomfort with radiation to the neck, shoulder, back and right arm associated with nausea, vomiting, lightheadedness and diaphoresis. The subject was hospitalized on the same day. At the time of event, the patient was only on aspirin. The patient was diagnosed with non-st elevation myocardial infarction and cardiac catheterization was recommended. One day later, the outcome of the event was considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).